Event description:
It was reported "clinician reports that rubber stopper assembly on t-port broke apart during manual flush with ns during PICC insertion. PICC insertion continued to completion with no patient or clinician harm."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regn3999 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the septum had separated from the t-lock assembly was confirmed but the cause is unknown. Three photographs of a t-lock assembly were returned for evaluation of this complaint. The yellow septum had completely detached from the luer adaptor of the t-lock assembly. The clear shrink band, used to hold the septum inside the luer adaptor, was present around the yellow septum. The shrink band contained shape memory from being attached to the t-lock assembly luer adaptor. No visible tears or splits were noted in the shrink band material on the t-lock assembly. The distal edge of the band appeared uneven, but it could not be determined from the photograph if the band had an irregular width, was damaged, or if the material had rolled under itself. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. There were no distinguishing features visible in the returned photographs which could aid in identification of a specific root cause. Possible contributing factors could include a damaged/defective shrink band/septum or damage during the clinical procedure (e.g., over pressurization). This type of complaint will continue to be monitored as part of ongoing complaint trending. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "clinician reports that rubber stopper assembly on t-port broke apart during manual flush with ns during PICC insertion. PICC insertion continued to completion with no patient or clinician harm." Medwatch (B)(4) rcvd: "during PICC placement while threading catheter into introducer, flushing line at the same time rn heard a "pop" sound. The yellow wire stabilizer had broken off the lumen extension that is used during insertion."